Manufacturer narrative:
A review of the provided information by a clinical consultant concluded that cup malposition in low inclination and anteversion has caused overload in the bearing quite likely with impingement causing osteolysis and an advanced state of cup loosening. Not available.

Event description:
Osteolysis was reported. The liner was replaced along with femoral head.